Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is a service history review was performed. The investigation of the complaint articles has shown that: service history review: part no.03.614.035, serial/lot no: (B)(4) no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15-jul-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service history evaluation was performed. The investigation of the complaint articles has shown that: the customer reported the torque handle was worn and broken. The repair technician reported end of service life as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by service and repairs that torque handles are worn and broken. No case or patient involvement. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing and product development investigations were performed for the subject device (2nm torque limiting handle with quick coupling, small, part number 03.614.035, lot number 6414842-08). The subject device was returned with the complaint condition of worn and broken. The returned instrument has exceeded the expected instrument life (three years) established by supplier, (B)(4). According to (B)(4) recommended care for torque handles, any recalibration could not be assured. During the investigation no product design issues or discrepancies were observed . The complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.